Event description:
Information was received indicating that when the set was connected to the pump and the patient was just about to administer, the pump indicated downstream occlusion. Per reporter the patient adjusted the line to check for kinks, but it kept alarming. It was reported that there were no clamps on the tubing and it was not connected to the patient. Per reporter patient subsequently connected a new line and the pump indicated that it was ready to prime. No adverse patient effects were reported.

Event description:
Additional information received via email and attached on 23-mar-22: customer confirmed that an extension set is being reported. Patient details provided.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The samples returned consist of five (5) units. The returned samples were received in inside plastic bag which was not its original packaging. The complainant returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. Occlusions were identified between tube assembly to filter bonding; thus, failure mode was confirmed. The root case of the reported issue was found based on the tests results, it was concluded that the failure could be reproduce in two ways. 1. When the excess of solvent was not cleaned before to assembly the tube with the component. 2. When the tube was introduced two times in the solvent dispenser (procedure was not followed). An awareness notification was issued to personnel involved on (B)(6) 2023 by quality engineer to notify production personnel about the failure mode reported by the customer., corrected data: d5